Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional (hcp) reported ¿the plunger detached from the rubber stomper¿ with 1 syringe of juvéderm® ultra plus xc. Patient contact occurred. No injury occurred with the patient, staff, or injector.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. Device analysis: visual analysis of the device indicates 1 full syringe of 1.0ml received in an opened pack with an opened tray. With cap and without needle. The plunger rod is disconnected.

Event description:
Healthcare professional (hcp) reported ¿the plunger detached from the rubber stomper¿ with 1 syringe of juvéderm® ultra plus xc. Patient contact occurred. No injury occurred with the patient, staff, or injector.